Event description:
The customer reported approximately three tablespoons of diluent fluid leaked at the probe and in the rear of the instrument involving the coulter act diff 12 analyzer. The customer had on gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) rebuilt the cleaner solution pathway through pinch valves lv13, lv14, and lv15 and performed system integrity testing to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).